Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged heart issues. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged heart issues. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed a dust-like contamination on the front panel, top enclosure, rear panel, bottom enclosure, in the base of the bottom enclosure, around the blower box seal on the blower cap, and an excessive amount on the blower motor. A brownish (potentially) liquid contamination was observed on the front panel, rear of the top enclosure, in the iso port on the rear panel, bottom of the rear panel, on the bottom enclosure, an excessive amount underneath the flip doors and around the air inlet of the blower box, in the base of the bottom enclosure and in the base of the blower box. A whitish dust-like contamination was observed around the air inlet of the blower box. Dried liquid with a dust-like contamination consistent with mineral deposits was observed on the bottom of the blower motor and in the base of the blower box. Potential hair-like particles were observed in the base of the blower box. A keratin-like substance was observed around the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. There were zero error logged. Pil confirmed no presence of degraded sound abatement foam using a fitt. In box d: device serviced by 3rd party, date returned, device avail. For eval in box h: device eval. By mfg, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.